Event description:
Customer reported to beckman coulter, inc. (Bec) that two samples tested on the unicel dxc 600 synchron system (dxc 600) showed suppressed out of instrument range (oir) for all ion selective electrode (ise) assays except co2 and k. The customer reported the dxc 600 generated an erroneous k result of 11 on one patient sample that was not believable and was not reported. The customer reported that the dxc 600 generated a false low co2 result on another patient sample. The customer reported that she stopped running the ise module and ran the two patient samples on the other dxc. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. While troubleshooting the issue with bec customer technical specialist via the telephone, customer reported that the ise buffer reagent was empty. The customer indicated that the instrument screen showed the reagent to be 100%. The customer reported that she loaded new reagent, primed and recalibrated. Replacement of the reagent resolved the recovery issue. Customer reported that rebooting the instrument resolved the issue with the instrument screen reagent status.